Event description:
Vns patient experienced an aura, during which they swiped their device with magnet to initiate magnet mode stimulation. Initiation of magnet mode stimulation was not successful in aborting the seizure. The pt fell during nthe seizure, causing their neck incision to split open. The pt reported tenderness and slight erythema at the site and indicated that there was some drainage from the wound the following day. The pt went to the the hospital the the day after the fall, at which time no drainage was present. Treating physician indicated that the site was not infected. At the time of the hospital visit, it was reported that the chest incision was well approximated without erythema, swelling or drainage. The pt returned to clinic one week later for suture removal at the neck incision site, at which time the neck wound was much less red with no drainage. The neck wound was noted to be healing nicely. One week later, the pt was seen for follow-up visit and report that the pulse generator was flipping around in the subcutaneous pocket beneath the pectoral incision. There were no signs of wound breakdown. At the pt's request, revision surgery was performed four days later. During the revision surgery, the generator was resecured to the pectoral fascia using a 2-0 silk stitch. Treating neurosurgeon indicated that a stitch has broken, causing the generator to become unsecured in the subcutaneous pocket. Subsequently, the generator was "flipping around" in the subcutaneous pocket beneath the ppectoral incision. The pt later reported two separate occasions during which use of the magnet was successful in aborting their seizures

Event description:
Further follow-up revealed that the pt is doing fine since the revision surgery. It was reported that the pt is experiencing less seizures. The cause of the reported events is likely due to the device migration, which was the result of a broken suture. The wound dehiscence was likely a result of the pt's fall.